Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The physician implanted a 2.25x20mm taxus atom stent at the proximal end of the rca (right coronary artery) and a dissection occurred. Treatment consisted of placement of a 2.5x12mm express2 stent with no patient complications. The patient was reported to be fine.